Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one introducer needle with a loaded guidewire were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the identified stretched issue as the loaded guidewire was noted to be stuck within the introducer needle and the guidewire was noted to be uncoiled and stretched. However the investigation is inconclusive for the reported failure to advance and physical resistance issues, as the exact circumstances at the time of the reported event was unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, the guidewire was allegedly stuck into the introducer needle. There was no reported patient injury.